Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, the ureteral diversion stent did not advance over a wire guide. It was further noted that a milky, sticky foreign matter was observed inside the catheter. Another device was used instead, and the procedure was completed successfully. There have been no adverse effects to the patient reported.